Manufacturer narrative:
Patient information is unknown. Date of event is unknown. Lot number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reports that during an unknown procedure, on an unknown date, the tip of the t25 long stardrive shaft had become chipped and worn out. It was difficult to tighten and to torque the locking cap. There was no reported surgical delay or patient consequence. Concomitant device reported: locking cap (part: unknown, lot: unknown, quantity: 1). This report is for a t25 stardrive shaft f/matrix long. This is report 2 of 2 for (B)(4).